Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 04.168.280s; lot: l473791; manufacturing site: grenchen; release to warehouse date: june 28, 2017; expiry date: june 01, 2027 the device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient ID/initials and weight are unknown. Date of event: unknown. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, open reduction internal fixation was applied to proximal femoral bone head fractures using femoral neck system. On (B)(6) 2018 retrotorsion and slight valgus were noticed. On an unknown date at the end of (B)(6) 2018, the patient fell over, and it was found that the bolt had been displaced. Revision surgery was performed on (B)(6) 2018 with either bipolar hip hemiarthroplasty (bhp) or total hip arthroplasty (tha) is under planning. In addition to the falling over, the surgeon pointed out that valgus deformation had been postoperatively noticed, which might have led to femoral head necrosis. This is report 1 of 1 for (B)(4).